Event description:
(B)(6) study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The patient underwent successful placement of the closure device with complete laa seal and deployed device diameter of 19 mm. There were no patient complications that were reported to have occurred. The patient was discharged two days post procedure. On (B)(6) 2021, the patient was admitted to the hospital for an electrical cardioversion (ecv) due to re-occurrence of atrial fibrillation. Transesophageal echocardiogram (tee) imaging showed that there was a device thrombus. The thrombus was pedunculated and non-mobile with a maximum area of 1.2 cm2. The ecv was postponed, and the patient was treated with oral anticoagulants. That same day the event was resolved.